Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and when rinsing the vizigo sheath, the rubber seal slipped into the lock. The sheath could no longer be used. The sheath was replaced by a new one and the procedure was successfully completed. There was no patient consequence. Additional information was received. It was reported that when the needle was inserted into the vizigo port, the seal on the brim cap had slipped when the needle was inserted. They were unable to insert the needle further and they used a new vizigo sheath. Everything went smoothly. The event happened outside of the patient.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and when rinsing the vizigo sheath, the rubber seal slipped into the lock. The sheath could no longer be used. The sheath was replaced by a new one and the procedure was successfully completed. There was no patient consequence. Additional information was received. It was reported that when the needle was inserted into the vizigo port, the seal on the brim cap had slipped when the needle was inserted. They were unable to insert the needle further and they used a new vizigo sheath. Everything went smoothly. The event happened outside of the patient. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged from the irrigation hub and broken in the star section. The brim cap was observed in good condition and in its position. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The dislodged and broken condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device number lot 00002683 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The dislodged and broken hemostatic valve observed could be related to the brim cap detached issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the dislodged broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).